Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Additional information provided by the physician determined there was no migration of a gore device; or an occlusion of the vessel or device. The information was reported in error. As such, there is no allegation of deficiency against the gore devices and this event is not reportable to FDA. The initial medwatch #3007284313-2014-00018 previously submitted to your agency is hereby retracted.

Event description:
On (B)(6) 2012, the patient was implanted with a goreï ½ excluderï ½ aaa endoprothesis.the patient is included in the (B)(4). It was reported that on (B)(6), 2012 during discharge examination, a stent occlusion was observed in the left leg. A secondary procedure may be necessary but detailed information has not been provided. The patient was doing well following the procedure.